Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an appropriate treatment and an inappropriate treatment. The device was started up at 19:25:02 on (B)(6) 2025. At 06:26:42 on (B)(6) 2025, an arrhythmia was detected. ECG shows vf. At 06:27:20, the patient received the appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm with nsvt. At 06:28:00, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus bradycardia @ 30 bpm with CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 20 bpm with pvcs and CPR/motion artifact. The device was shut down at 06:28:24 on 2/21/2025.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.